Event description:
It was reported that after drawing solution into syringe foreign matter was visible with a bd blunt fill needle with filter. This was found prior to use. The following information was provided by the initial reporter: it was reported that after drawing the solution via filter needle into the syringe, a white colored particle (app. 1mm) was visible in the solution.

Manufacturer narrative:
Investigation: one (1) sample was provided by the customer for investigation on (B)(6) 2019. The sample consisted of a particle in a small baggie. A small white particle was in the baggie and was examined using 40x magnification and was visually identified as a piece of plastic. Plastic dust may be created throughout the manufacturing process via conveying and vibration of plastic components. Machinery is cleaned multiple times each day. All operators follow a gowning procedure to reduce fm brought into the manufacturing area. All syringes have the interior flushed with ionized air to remove any potential foreign materials. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after drawing solution into syringe foreign matter was visible with a bd blunt fill needle with filter. This was found prior to use. The following information was provided by the initial reporter: it was reported that after drawing the solution via filter needle into the syringe, a white colored particle (app. 1mm) was visible in the solution.